Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010. The motor drive unit would not turn the blade. The surgeon tried two different hand pieces. The case was completed with a different device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.